Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer report of an extension line leak could not be confirmed through complaint investigation of the returned sample. The customer returned one 3-lumen cvc for analysis. Signs of use were observed on the catheter body and inside the extension lines. Initial visual inspection of the catheter and extension lines did not reveal any obvious defects or anomalies. The catheter body length measured 5 9/16" via calibrated ruler, which was within the specifications of 5 1/4" - 5 3/4" per product drawing. The proximal extension line outer diameter (od) measured 0.087" via calibrated micrometer, which was within the specifications of 0.084"-0.088" per product drawing. The proximal extension line inner diameter (ID) measured 0.057" via calibrated pin gauge which was within the specifications of 0.055"-0.059" per product drawing. This indicated that the wall thickness measured within specifications. The distal extension line od measured 0.086" via calibrated micrometer, which was within the specifications of 0.084"-0.088" per distal extension line extrusion drawing. The distal extension line ID measured 0.056" via calibrated pin gauge which was within the specifications of 0.055"-0.059" per product drawing. This indicated that the wall thickness measured within specifications. The medial extension line od measured 0.086" via calibrated micrometer, which was within the specifications of 0.084"-0.088" per medial extension line extrusion drawing. The medial extension line ID measured 0.055" via calibrated pin gauge which was within the specifications of 0.055"-0.059" per product drawing. This indicated that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the instructions-for-use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The extension lines were flushed using a lab inventory 10ml syringe. It was observed that the lumens for all three extension lines were blocked. No leaks were observed. A 0.018" laboratory guide wire was advanced through the distal extension line to check for biomaterial build up and resistance was met. A long pin gage was used to push out the blockage through the distal extension line. A white material was pushed out of the distal tip of the catheter. The customer was contacted regarding this discrepancy, and they were not aware. Therefore, the circumstances behind this blockage could not be determined. All three extension lines were tested for liquid leakage per bs en iso which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The proximal extension line was attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the catheter body or extension lines. A manual tug test confirmed the extension lines were fully secured within their respective hubs. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample returned, the root cause could not be determined due to the discrepancies between the blockage observed, of which the customer was unaware and the customer report of a leakage. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).